Manufacturer narrative:
Analysis summary:based on analysis results, this event is now determined to be a MDR malfunction. The analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: scratches on the blade may lead to premature blade failure. Each device is visually inspected and functionally tested prior to shipment.

Event description:
It was reported that during a laparoscopic colon resection procedure, the device malfunctioned, this occurred after a short time. Another device was used to finish the procedure without any problems. There was no patient consequence.